Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, cracked lcd window and stripped battery cap coin slot. The device received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged around the battery/reservoir compartment. Customer stated that the battery cap area was stripped and the reservoir area had cracks. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.